Manufacturer narrative:
Investigation summary: quidel employee was onsite to confirm proper procedure and the customer was provided with materials to submit discordant samples for further investigation. The customer has not provided additional items (samples) and as such no further investigation can be completed. No procedural or performance issues were identified while onsite. Root cause: unable to determine. Source: email

Event description:
Customer reporting alleged false negative sars result. Customer communicated the result was positive by other molecular method.